Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - no anomalies found; 15 nst sensed events between (B)(6) 2010 and (B)(6) 2010, although all events are greater than 220 ms. Noise - interference/noise; 67.5 average v-sics per day between (B)(6) 2009 and (B)(6) 2010. 76.6 average v-sics per day between (B)(6) 2010 and (B)(6) 2010. Elevated v-sics can be an indication of noise. The device was not returned, but diagnostic information is consistent with the event.

Event description:
It was reported that the device was oversensing. The device is still in use. No patient complications have been reported as a result of this event.